Event description:
The batteries in the pump last one to two weeks. It was stated that the customer believes that something was wrong with the pump. The customer called back and reported about the batteries. Also the customer indicated that the pump sounded slow on rewind. The customer informed that they had low bgs and called the paramedics. The customer informed that they are not returning to pump use until replacement arrives. The customer indicated that they are on the back up plan of manual injections. The insulin and programming on the pump were correct.